Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the unknown issue was following the first two applications, a system notice was received indicating that the refrigerant delivery path was obstructed.

Manufacturer narrative:
Product event summary: the 21f3 electrophysiology (ep) catheter of lot number 18436 was returned and analyzed. External visual inspection of the electrocardiogram (ECG) ring, shaft, and handle segments was performed. During external visual inspection of the shaft segment, a kink was observed on the shaft at 8 inches, 10.25", and 12" from the catheter tip. The catheter smart chip data was reviewed. Data indicated that the catheter was used for 8 applications on the reported event date. In conclusion, the electrophysiology (ep) catheter was expired (exceeded its shelf life) when the operation was performed and failed the return product inspection due to a kink observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 203cx; product type: cables and accessories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an unknown issue occurred. The coaxial umbilical cable was replaced which resolved the issue. The case was completed with cryo. Additionally, the electrophysiology (ep) catheter was found to be past the use by date and was expired. No patient complications have been reported as a result of this event.